Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer's wife reported that on (B)(6) 2014 customer began to feel lightheaded and then fell, so he tested using his adc blood glucose meter and received a reading of 88 mg/dl. Caller further reported the customer fell two more times and noted that with the third fall "the bones on his legs came through the skin". Paramedics were called and upon arrival received a reading of 38 mg/dl on their unknown brand of meter. Caller noted the paramedics "stabilized" customer's glucose and then transported him to a local healthcare facility where he underwent surgical repair of his leg. Attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.